Event description:
The device is not PMA approved.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Company representative reported on behalf of the patient, left side rupture diagnosed via magnetic resonance imaging (MRI). The device has been explanted .

Manufacturer narrative:
Correction to h6: the device remains implanted.

Event description:
Patient reported left side rupture diagnosed via magnetic resonance imaging (MRI). Patient additionally reported "pain, high fever, and multiple ruptures-strands in the implant." The device remains implanted.